Manufacturer narrative:
A4. Patient weight was updated: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. H6. Updated codes. Apply to the recharger device codes: eval method code: 10 eval code-results: 135 eval code-conclusion: 19 h6. Updated codes. Apply to the implantable neurostimulator (ins). Eval method code: 4114 eval code-conclusion: 67. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4).  Analysis of the recharger (B)(4) found evidence of corroded circuit boards. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger was dropped in a sink, and as a result the patient could not charge because the recharger was not working to charge, and the patient experienced a return of pain. The patient reported taking medication to relieve the pain. It was reported the recharger would not power on. Patient was issued a new recharger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for a herniated disc.